Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt does not communicate with a monitor) has been confirmed. Upon investigation the electrode belt displayed a service code 204 (belt/monitor unusable). The trunk cable was cut, damaging wires in the cable. The can l and can h wires are measuring open. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.